Event description:
The dr claims that the graft was implanted for an aorto-bifemoral procedure and after it was anastomosed and the clamp released, it leaked blood through a hole (reported by the dr as approximately 1mm) at the seam of its bifurcation. The dr also stated that the exact quantity of blood lost through the hole is unknown, but did not appear to be a significant amount. The bleeding was stopped by oversewing the graft (hole). The graft was left in. The procedure outcome was fine. The pt's condition was fine.